Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. The patient is reported to be over 18. Patient weight was reported to be approximately (B)(6). According to the complainant, a cervical leak occurred during the ablation procedure. The physician placed 3 sponges in the patient's vagina and completed the procedure. At the conclusion of the procedure, a vaginal mucosa burn right at the cervix of the vagina was noted. The burn did not require treatment. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.